Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During tha surgery, the surgeon used adept reamer. The surgeon was reaming by the 51mm reamer. And he impacted tritanium cap(52mm). But the surgeon could not fixed tritanium cap(52mm). Therefore the surgeon was reaming by the 52mm reamer. The result was same. The surgeon changed the tritanium cap to trident psl cap.

Manufacturer narrative:
An event regarding a size/fit issue involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or the device becomes available this investigation will be reopened

Event description:
During tha surgery, the surgeon used adept reamer. The surgeon was reaming by the 51mm reamer, and he impacted tritanium cap(52mm). But the surgeon could not fixed tritanium cap(52mm). Therefore, the surgeon was reaming by the 52mm reamer. The result was same. The surgeon changed the tritanium cap to trident psl cap.